Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported sleeve steering issue (device moving in unintending directions when attempting to steer). The reported difficult to remove (clip arms became stuck on the tip of the guide) appears to be related to user technique of removing the cds. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a sleeve steering issue. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. The xtw clip delivery system was inserted through the steerable guide catheter (sgc) to the left atrium. At this point it was thought alignment to the sgc was not correct due to the cds moving in unintending directions when attempting to steer. The cds was attempted to be removed but the clip arms became stuck on the tip of the sgc. The cds was eventually able to be removed via standard troubleshooting and a replacement was used to complete the procedure, reducing mr to grade 1+. There was no patient consequences or clinically significant delay. No additional information was provided.